Manufacturer narrative:
This device has not been returned to philips for an investigation, after ninety days; therefore, no investigation has been performed at this time. The cause of the reported issue could not be determined, as the product was not returned. The malfunction is to be resolved by replacement of the device. The issue is considered to be fully resolved. There is no indication of any systemic problem. No further investigation or action is warranted at this time. Should the device be returned at a later date, this complaint will be reopened to perform the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue x3 module had a speaker malfunction. It is unknown, if the speaker was able to produce sound. This was noted upon arrival/set-up; there was no patient involvement and no adverse event or harm was reported.

Manufacturer narrative:
The device was received for an investigation at the philips repair bench. A bench repair technician (brt) tested the device, and the failure not able to be reproduced. The brt scrapped the device and good parts were reused. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.